Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mitral annuloplasty ring, the physician noted moderate to severe persistent mitral regurgitation on transesophageal echocardiogram (tee) after the patient was taken off of cardiopulmonary bypass (cpb). The patient was placed back on cpb, and the device was successfully explanted and replaced with a bioprosthetic valve. No other adverse patient effects were reported. Patient medical history: history of recurrent migraine; temporomandibular joint syndrome; maze procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.